Manufacturer narrative:
For OEM manufacturing sites: in this MDR, (B)(4) has been listed . As mfg OEM viscot is an OEM manufacturing site. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 75833 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 75833 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer¿ 24 hour urine specimen container had a loose lid.